Manufacturer narrative:
(B)(4).; date sent: 6/13/2023; b3: event year only reported: 2023; d4 batch #: t9553c; investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. Additionally, it was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. This issue does not affect handpiece performance. No functional testing could be performed due to the nose cone was cracked and no instrument could be attached to the handpiece. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure the handpiece cracked. It has 43 uses left. The handpiece did not pass the pre-test successfully. No patient consequence.